Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an unexpected system restart during a surgery. There was no report of patient injury.

Manufacturer narrative:
Upon further review of this event, product engineering has advised that when the system goes into a reset state unexpectedly, the ventilator and fresh gas control units continue to deliver gas as set, but the user will be unable to adjust ventilator settings. Ventilation will continue. This was not a reportable malfunction. Upon further review of this event, product engineering has advised that when the system goes into a reset state unexpectedly, the ventilator and fresh gas control units continue to deliver gas as set, but the user will be unable to adjust ventilator settings. Ventilation will continue. This was not a reportable malfunction.